Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, all printed circuit boards (pcbs), gas modules and inspiratory pipe were adjusted to resolved the issue. Error in the internal memory shall be triggered when the breathing subsystem detects that the persistent memory is corrupt. This can happen if the breathing subsystem finds a mismatch between the settings and a safety-copy of the settings, e.g. Caused by a bit-flip in a memory cell. Valves_disabled error shall be triggered when a low level of the signal disable_valves.l is detected during a period longer than 11.0 ± 0.1s (the valves_disabled signal has stopped power supply to gas modules and safety valve). This can happen if the breathing subsystem is not working properly or deliberately has shut down the ventilation due to internal problems. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to printed circuit boards, gas modules and inspiratory pipe. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves and a technical error code indicating an error in the internal memory. There was no patient harm. Manufacturer's ref. #: (B)(4).